Manufacturer narrative:
This report is submitted on september 24, 2019.

Event description:
Per the clinic, the internal magnet was electively explanted on (B)(6) 2019. The patient was placed under general anaesthesia during the procedure. There was no report of device deficiency that led to the decision to explant.